Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed for positioning issue. The devices are labeled for single use. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced positioning issue. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) male weighing (B)(6) kgs.